Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight was unknown at the time of this procedure; patient initials, age not available for reporting. It is unknown when the device broke and non-union occurred. The 510k: this report is for an unknown tfna nail/unknown lot. Part and lot numbers are unknown; UDI number is unknown. 510k is unavailable. Implant date is unknown. Device is not available for return. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a revision surgery on (B)(6) 2017 due to one (1) broken trochanteric fixation nail advanced (tfna) nail and complete nonunion. The patient was implanted with an unknown tfna nail construct on an unknown date. A post-operative x-ray taken on (B)(6) 2017 showed that the tfna nail was broken at the junction of cephalomedullary portion of the construct where the proximal option (helical blade) goes through the nail. The tfna construct was removed and the patient was then revised to one (1) lateral entry femoral nail, two (2) proximally placed recon screws and two (2) distal interlocking screws. Concomitant devices reported: unknown proximal recon screws (part# unknown, lot# unknown, quantity# unknown. This is report 1 of 1 (B)(4). This report is for an unknown tfna nail. (B)(4) is linked to (B)(4) and (B)(4) (same patient).

Manufacturer narrative:
Patient height was reported as 158.5cm. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.